Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report two of four for the same event; see also 3004485144-2016-00111-1 through 3004485144-2016-00114-1.

Manufacturer narrative:
The returned device was visually and mechanically evaluated. There were no discrepancies found. There were no manufacturing issues detected which would have contributed to this event. The complaint cannot be confirmed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of four for the same event; see also 3004485144-2016-00111, 00113, and 00114.

Event description:
The sales associate reported that when the surgeon inserted screws in a plate, the screw heads didn't get over the locking ring. The surgeon gave up using the screws, so thicker/longer screws were used. However, the grafted bone was out of proper position, so the plate and all screws were removed. After that, he used the plate with other thicker/longer screws to complete the procedure.